Event description:
Sex: unk. Procedure: lap band. According to the reporter, the endo stitch broke in half and had to be removed by the hemostat during the case. Open another to instrument continue the case.

Manufacturer narrative:
Initial report sent to FDA on 08/07/2007.